Event description:
It was reported that the user received a "system update failed" message on the ilet, after which insulin delivery stopped; the agent guided the user to restart the firmware update, which the user initiated with a plan to call back if unresolved. Symptoms included an interruption of insulin delivery without reported hypoglycemia or hyperglycemia. Outcomes included temporary unavailability of the device for insulin delivery. Investigation included remote troubleshooting and user education to restart and complete the firmware update. Investigation of this case revealed a probable firmware update interruption that led to a device stoppage consistent with a device software or firmware malfunction affecting pump operation. It was concluded, based on previously established findings for similar reports, that the cause was a software update failure leading to an interruption of therapy delivery.